Event description:
Complaint alleges: the cuff burst during patient use. Patient had to be re-catheterized. No patient injury reported. Patient conditions reported as fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.